Event description:
While troubleshooting an alarm with the home patient (hp) in the initial drain, the technical service representative (tsr) had the hp flip the heater bag over and the hp stated that she pulled the spike out of the bag accidently. The tsr advised the hp to restart the setup with all new supplies and call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.